Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: rec'd: alert date 4/11/2017. Ae received for intra-operative femoral bone fracture. Event is considered serious and is possibly device as well as possibly procedure related. Update received 6-21-2017: medical records have been reviewed. Intra-op notes indicate the surgeon identified a small crack on the inner cortex of the calcar. He did not believe it was full thickness. It was decided to place a cerclage around the calcar. This was done without difficulty. Reportability remains unchanged. Updated on 7-13-2017. / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: rec'd: alert date 4/11/2017. Ae received for intra-operative femoral bone fracture. Event is considered serious and is possibly device as well as possibly procedure related. Event was treated with orif with wire fixation and is considered resolved. Doi: (B)(6) 2017 dor: (B)(6) 2017 (left hip). No device associated with this report was received for examination. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rec'd: alert date (B)(6) 2017. Ae received for intra-operative femoral bone fracture.